Manufacturer narrative:
The patients age was reported to be over 18 years. Device evaluation: the batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. As received, the specimen consists of one 300-014 thruway guidewire; returned lodged within the innova device tubing, coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen wire is firmly lodged within the innova device and is extending 30.8cm distally from the distal end of the innova device. The specimen presents numerous bends/kinks of varying severity and frequency scattered over the length of the wire. The coil segment present stretched coil wraps immediately distal of the proximal coil to core wire joint, the first distal marker coil presents an offset coil condition 4.01mm from its distal end and the proximal marker coil presents an offset coil condition 4.55mm from its distal end. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. At this time it is not possible to assign a definitive root cause for the event as reported. The damage to the distal 10cm appears consistent with manipulation of the guidewire against resistance. The device instructions for use under the precaution section states, "do not torque, advance or withdraw the guidewire if significant resistance is felt." Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and procedural factors appear to have impacted on the event as reported. If additional relevant information is received, a follow-up report will be filed.

Event description:
It was placed at the lesion and was started to be deployed, the device is a 200 mm stent and it got about 100 mm of it was deployed and it stuck, it would not move anymore. The rest of the stent would not be able to get deployed. So, the physician took the blue handle and pulled on the blue handle as he was supposed to do, to try to finish the deployment and it would not move at all. It was completely stuck. At this point, it stuck in the patient's body and they proceeded to crack open the handle of the device, to try to deploy it manually and they were unsuccessful there as well. So, the physician was forced to pull the device and stretched the stent in order to get the device out of the patient. This happened during the procedure and inside the patient's body. The patient is fine and no complications. The procedure was completed. Another stents were placed and the patient is fine now. They did not use another of the same device, they used a couple of competitors devices as well as some of bsc shorter stents to complete the procedure. Additional information reported that the device became stuck while in the patient and the device and wire were removed as a unit. No issue was noted with the thruway guidewire and therefore the batch number was not recorded.